Event description:
The customer complained a low recovery of a cd34 separation. The patient could not be treated with this cellular product, but was treated with an alternative treatment. 18% recovery in 59ml elution volume.